Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was no excessive "no delivery" alarm or motor error alarm noted. The pump had a scratched lcd window and cracked reservoir tube. The pump had missing segments due to cracked zebra connector on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are able to complete the rewind. Troubleshooting was able to resolve the motor error alar. There was no troubleshooting performed for the no delivery alarm. However the customer states there is a scratch on the lcd screen that makes it difficult to read. The device will be returned for analysis.